Event description:
It was reported by the aci distributor that a patient underwent an elective diagnostic coronary procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f sheath (unknown model). Peri-procedure the patient was anticoagulated with heparin. A pre-procedure femoral angiogram showed the vessel size approximately 7mm. Following the procedure, the deployer selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that there was swelling and a hematoma (unknown size) at the access site immediately after the device deployment. A pressure bandage was placed at the access site and manual compression was held (duration unknown). No further information is available.

Manufacturer narrative:
(B)(4) - being corrected from life-threatening to other serious.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1123101) indicated that the device lot met all established performance criteria prior to shipment.